Manufacturer narrative:
It was noted that the device was given to the patient and is not being returned for evaluation. Also, no other medical information would be provided per the hospital protocol. An investigation of the available information will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding wear involving a v40 cocr lfit head 36mm/+5 was reported. The event was not confirmed. Device evaluation could not be performed as the reported device was not returned for evaluation. Medical records received and evaluation. A review of the provided medical records by a clinical consultant could not confirm the event based on the information provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that patient presented with painful hip which showed head and trunnion erosion. All components were taken out and replanted with non-stryker implants.

Event description:
It was reported that patient presented with painful hip which showed head and trunnion erosion. All components were taken out and replanted with non-stryker implants.

Manufacturer narrative:
An event regarding trunnion erosion involving a v40 cocr lfit head 36mm/+5 was reported. An event for stem-head disassociation was confirmed. Method & results: device evaluation and results: the device was not returned for analysis. An image of the device was however provided following explantation. No part marking could be identified on the base of the metal femoral head, indicating that the head was likely worn as a result of the loss of taper lock. Some residue was also noted to be inside the taper. Device return is needed would be needed to investigate further. Medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded "based upon the information available for review, it is not possible to determine the cause of this clinical situation requiring revision surgery more than seven years post implantation." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined from the medical review because insufficient information was provided. Additional information, including the revision operative report, progress notes, series x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient presented with painful hip which showed head and trunnion erosion. All components were taken out and replanted with non-stryker implants.